Event description:
Reportable based on device analysis completed on 29aug2025. It was reported that stent damaged and crossing difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 mm x 12 mm promus premier select stent was selected for use. However, during the procedure, the stent was unable to cross the lesion. The device was removed from the patients body, and damage was noted on the proximal section of the stent. The procedure was completed with a different device. No patient complications were reported, and the patient was fine. However, returned product analysis found the stent returned stretched and detached from the balloon.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter address 1: (B)(6). The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube or shaft polymer extrusion. The stent was returned in a detached condition. Microscopic examination showed that the stent was both detached and stretched. The balloon cones were reviewed and found no issues. The balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. Microscopic inspection of the proximal and distal marker bands revealed no damage. The distal tip also showed no signs of damage. Dimensional testing was performed, and there was no section of the stent left undamaged therefore it was not possible to take a reading of the crimped stent od (outer diameter) which is measured by a snap gauge in the analysis laboratory however a request was sent out to get the crimped stent data from the time of manufacturing. The result was noted that the max stent profile at the time of manufacturing and this is within max crimped stent profile measurement. No other device defects/damages were observed during analysis.